Event description:
It was reported that the pt suddenly was no longer able to hear with his device. Testing shows that the device has malfunctioned. The external parts were checked and found to work properly. No accident was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.